Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that after use, a bd autoshield¿ duo safety pen needle malfunctioned as the safety cover failed to retract. ¿when the nurse removed the safety pen needle from the pen after injecting the patient, the np end safety cover didn't retract, this resulted in a needle stick injury. There were no further information available regarding medical intervention or treatment.